Manufacturer narrative:
The company rep upgraded the iabp software to version b.07. The helium pressure regulator was also changed. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp alarmed "low helium". The helium tank on the screen was showing as empty, even though the helium tank connected to the machine was full. The pt was switched to another iabp and therapy was continued. No pt injury was reported.